Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed chiller temperature (t4) was at 4c, outlet control temperature (t2) was at 28 and mixing pump command at 100%. Explained this was indicative of a failed mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed chiller temperature (t4) was at 4c, outlet control temperature (t2) was at 28 and mixing pump command at 100%. Explained this was indicative of a failed mixing pump. Per follow up information received via mail on 07mar2024, it was reported that the device would go to biomed, and they replaced the mixing pump on this unit and tested it and all tested ok.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.